Event description:
During the greenfield 12 fr ss vena cava filter implant procedure, the filter prematurely deployed inside the sheath. Pre-placement cava gram revealed the vena cava diameter to be less than 28 mm. Resistance was encountered upon insertion of the device. The filter and carrier were removed from the pt. A new filter was successfully implanted. No pt injuries or complications were reported. The pt's status was reported as 'good'.